Event description:
It was reported the patient had an infection at the ins site for one week. The patient was admitted to the hospital while the cause of the infection was being investigated. No specific patient symptoms or treatments were reported. Additional information has been requested, but was not available on the date of this report.